Manufacturer narrative:
Insulin pump passed the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system and excessive no delivery test. No off no power alarm, unexpected no delivery alarm, unexpected no units remaining alert, or reservoir volume anomaly noted during test. Insulin pump was received with cracked and bleeding lcd, also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
The customer's parent reported via phone call indicating that their insulin pump was damaged with a crack in the screen. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. Customer's parent did not troubleshoot due to customer having the insulin pump at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.